Event description:
It was reported that when using the pyxis medstation es system, it encountered a drawer malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was reported that the auxiliary drawer 2 had malfunctioned and was unable to open. A field service engineer effectively replaced the insep and restored power to the station to resolve the issue. The device functioned as intended after the field service engineer troubleshot the device. A field service engineer confirmed that there was a delay in dispensing medication to the patients.